Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. It can be seen the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed.   A manufacturing record review was performed. Results revealed the devices were manufactured within specifications. The units were released according to specification. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of complaints related to this production order was performed and the results revealed that no other complaints for this order number were received to date. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on the left eye of a (B)(6) year old male patient because he had subluxation, dysphotopsia, and glare. There was no wound enlargement or vitrectomy performed. Lens model ar40e was used as a replacement lens. The patient outcome is good, no dysphotopsia. No further information was provided.